Event description:
The customer stated that her meter was not working and she was unable to test her blood glucose. As a result, she had to go to the hospital twice for reading over 400 mg/dl. The customer did not provide any more information about the incident or treatment received. Troubleshooting showed the system to be operating as designed, and no product will be returned at this time.